Event description:
The customer reported an hv generator error was displayed. This message will shut the system down. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the generator driver board. The system operates as intended